Event description:
Information was received from a patient regarding their implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation. The following event is considered a sudden change in therapy/symptoms. Patient fell and thinks something in their system moved because they are now feeling stimulation in their anus. They said it is uncomfortable and it feels as if something is poking them. As a result of the event, the patient was directed to their healthcare provider (hcp) to discuss their symptoms. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received. Health care professional reported the patient last follow-up in 2015. No further information reported.